Manufacturer narrative:
The insulin pump alarmed with a button error and there was no response from the act button, due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 107 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.